Manufacturer narrative:
Analysis not required against the sen-serter. The customer returned only the enlite sensor and the needle was missing.

Event description:
Customer reported there is blood at her insertion site. Customer's blood glucose is 125 mg/dl. She stated she is new to using sensors. The site is actively bleeding. Customer was advised to firmly apply pressure for three minutes with clean gauze until the bleeding stops. There is blood visible on the sensor connector. She was advised to replace the sensor. Customer was assisted with inserting a new sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.